Manufacturer narrative:
Refer to manufacturer report 3004209178-2015-06146.

Event description:
It was reported that the representative reports reading > (greater than) 4000 ohms on some of the bipolar pairs. Representative called to report high impedances inter-operative of >4000 ohms. The representative was opening a new battery. Doctor connected new ins (stimulator) and still got high impedance (>4000 ohms) on contact 2. Motor response was good. The doctor will close patient since motor response was good. Additional information received reports the lead kept sliding out of ipg and impedance issues/errors. Device was not used in patient. The patient was reported alive with no injury. First they tested lead and all four electrodes were active. They made sure lead advanced all the way into battery. ¿blue all the way through.¿ heard clicks and made sure battery grounded into pocket. Cleaned lead and battery two to three times. Re-tested lead two time total. Adjusted pulse width (340/270) and there was still impendence errors. Than they checked for interference in or (operating room) such as lights, bovi ect (etcetera) and nothing worked. The lead kept sliding out of battery.

Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), product type implantable neurostimulator; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # va0l8ck, product type lead. (B)(4). Analysis of stimulator with serial number (B)(4) reveals that the setscrew was backed out too far.